Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using 27mm watchman flx laa closure device with delivery system (wds). Release criteria was met and the closure device was successfully implanted. Following device implantation, a small, mobile, echogenic density was visualized attached to the mitral side of the closure device. Heparin was reversed and the procedure was completed. Two hours post procedure the patient was administered an anticoagulant and remained hospitalized for observation. No patient complications were reported.

Manufacturer narrative:
B5: updated with correction.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using 27mm watchman flx laa closure device with delivery system (wds). Release criteria was met and the closure device was successfully implanted. Following device implantation, a small, mobile, echogenic density was visualized attached to the mitral side of the closure device. Heparin was reversed and the procedure was completed. Two hours post procedure the patient was administered an anticoagulant and remained hospitalized for observation. No patient complications were reported. It was previously reported heparin was reversed after thrombus was discovered however heparin was not reversed.